Manufacturer narrative:
According to the customer's description, the insulation of the outer shaft 33300 was damaged. This can happen, for example, when used in combination with a trocar or other objects with sharp edges. In addition, the material of the insulation and the associated preparations may be fatigued due to the age. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Insulation material chipped off from outer sheath, customer suspect is might fell into patient's body but unsure.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).